Manufacturer narrative:
The system controller exchanged due to the display issue is captured under MFR # 2916596-2023-01199. Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed; however, the reason for the controller exchange could not be determined through this analysis. A log file was downloaded from the returned system controller (serial number: (B)(4), 7, refer to MFR # 2916596-2023-01199. Review of the log file revealed that the driveline was connected to the controller for the first time on 16feb2023 at 12:54:28; this is consistent with the provided information stating that a controller exchange occurred. The patient¿s system controller that was initially exchanged was not returned for analysis. Multiple attempts were made to obtain additional information, including the reason for the initial controller exchange; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the system controller was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reason for the initial system controller exchange was unknown.

Event description:
It was reported that during a controller exchange, it was noted that when plugging in the modular cable no values could be seen and it was not acting properly.

Manufacturer narrative:
Related MFR: 2916596-2023-01199. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.